Event description:
Related manufacturer report number 1627487-2022-00647. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.